Manufacturer narrative:
(B)(4). Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: software error during alarm history review. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit passed displacement test self test. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2021 through (B)(6) 2021 a total of 4 software error was recorded line number=0 file number=1. Per r&d investigation, in total there are 3 software error (53) incidents recorded in pump history. In all cases file number and line number are not valid. The pc register points to external ram, which is not valid value. Problem isolated to electronic assembly. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. No moisture damage on electronic assemblies or physical damage noted during visual inspection. In conclusion, software error was confirm in download history files. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had software error alarm. Customer was able to clear the alarm and rewind the insulin pump. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.